Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted with post-op left ventricular assist device (lvad) was attempted to be implanted with an impella rp device for mechanical circulatory support. During implant, pump had removal issues. Impella rp was placed in left femoral vein (lfv) implanted and started. During sheath removal/repo guide insertion, rp pump pulled back to right ventricle (rv). Implant procedure was aborted. No patient harm was reported.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.